Manufacturer narrative:
Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Health effect - impact code: 4631 iol removal and replacement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v was inserted into the patient's ocular dexter (right eye) when a scratch was noted by the surgeon. The iol was prepared appropriately by the technician in the room with balanced salt solution (bss). Iol was removed with micro surgical technology (mst) forceps and replaced with back up lens, which was the same model and diopter size. No adverse effects have been noted by the doctor. The dfr00v iol is not available for return as it was discarded. Through follow-up additional information was received confirming no unplanned incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-procedure was reported as: no adverse effects no further information is available.